Event description:
Shortly after initiation of cpb (approx 15min), blood was noted in the vavd tubing line. Vavd was set at -30mmhg, and reading on hlm was -30mmhg. The site of vavd was moved from the recommended site on the reservoir to an ancillary port. At the same time the sterile sputum trap was also replaced. There was an approximate blood loss of less 25cc's. Issue is suspected to be a leak in the venous line gasket/filter. Once moved to ancillary port, no further blood aspirated. Sales rep was consulted at the time as well. No interruption in patient care or flow was incurred. Reservoir is saved and to be inspected. FDA safety report ID# (B)(4).